Event description:
On (B)(6)/2009, pt reported the piston rod on his infusion device would not retract all the way so he took the battery out over night and then reinserted it and the piston rod retracted all the way. He stated, the issue was not occuring at this time. Pt reported the piston rod began making an off noise or running rough. He stated, heard the noise when the piston rod would not retract all the way. Pt reported the noise is only heard while the piston rod is going down, not in both directions. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.